Event description:
It was reported that during the procedure, the proximal end of the guidewire was separated. The procedure was completed with the original device. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that during the procedure, the proximal end of the guidewire was separated. The procedure was completed with the original device. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of core wire break. The lot number involved in the reported event is a tria ureteral stent kit batch and it contained one sensor wire guidewire assembled by (B)(6) facility. During magnification and visual inspection, the guidewire was found with sleeve detached. Additionally, the tria ureteral stent did not return. The reported complaint of core wire break was not confirmed. The as analyzed cause code will be no problem detected since the reported issue was not detected during the analysis. However, it was found that the sensor wire had the sleeve detached. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to detachment of the sleeve from the guidewire. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.